Event description:
It was reported that the patient experienced intermittent stimulation. It was noted the patient had visited the physician ¿at least ten times¿ at the hospital and the implantable neurostimulator (ins) was switched off. The ins would be switched on again and reprogrammed, which would provide therapeutic effect. The patient would then return to the hospital with the ¿same problem.¿ it was also noted that the patient was not given a patient programmer. The cause of the event was not determined. The ins was replaced on (B)(6) 2014. It was reported the issue was resolved. The patient status at the time of the report was alive with no injury. It was noted the patient was being treated for parkinson¿s disease.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the day of this report. A supplemental MDR will be filed when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of ins model 7426 sn (B)(4) found no significant anomalies.